Manufacturer narrative:
Customer should not have run patient samples when automatic quality control(aqc) was turned off on the instrument. Customer indicated that they re-enabled the aqc option. Customer has been advised to re-train their personnel on how to replace a measurement cartridge so that the aqc is not disabled in the future. Instrument is performing as intended. This event occurred due to an operator error.

Event description:
Customer reported that automatic quality control(aqc) was not run on the instrument from (B)(6) 2014 at 11:30am through (B)(6) 2014. There was no report of injury due to this event.